Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Correction(s): field b3. Event date was updated to: 12/23/2024. Annex e - health effect desc 1 was updated to e2403. Annex f - health impact desc 1 was updated to f27. MFR report number was updated to: 2955842-2026-10973.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported a broken cable from the fenestrated bipolar forceps (fbf) instrument. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.